Event description:
A patient was involved in a mva where he was apparently ejected from the vehicle. Patient suffered a t12 burst compression fracture with retropulsed bone fragments, non-displaced t2 and t3 spinous process fractures and was reportedly neurologically intact. Patient was implanted with uss side-opening screws at t10, t11 and l1 along with two hard 125mm rods and one cross link. Follow-up x-ray report indicates a fracture of the right fixation rod at the t11 level. Patient returned to the or for removal of spinal instrumentation and was discharged the same day.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.